Event description:
Caller states that 3 days after a stent was placed, pt had increasing chest pain and EKG changes. This stent had closed off and pt had multiple other stents then placed. Pt expired 4 days later. Brand unk for other stents.